Event description:
The adult tee probe was placed orally by dr while patient was under sedation by mac assist. The probe once it was placed did not have a beam angle function, staff removed the connector from the machine and replaced it in the connection twice with no improvement. The tee probe was removed and exchanged for the pediatric tee probe. Study was completed with event. There was no harm to the patient and only minimal time delay for the case. Under 5 minutes. Phillips have been made aware. Probe under service contract.